Event description:
Event description boston scientific crm received information that this pacemaker has reached elective replacement indicator prematurely. This device has been in service for approximately 2.1 years, and has not exceeded the minimum longevity at nominals of 5.8 years. No adverse patient effects were reported.